Event description:
The cartridge tubing on the tandem mobi insulin pump bends at a 90° angle that stops all insulin and leaves the user in a dangerous state of hyperglycemia. Whats worse is that sometimes this same angle of tubing snaps off and then the pump delivers no insulin with no alerts because the pump does not sense that insulin isn't getting delivered. Tandem has been contacted thousands of times to fix this issue with their mobi cartridges and they refuse to acknowledge the problem.